Event description:
It was reported that loss of capture was observed due to suspected cardiac scar tissue. The lead was capped and replaced when repositioning was unsuccessful. The patient condition is stable.